Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The customer reported that they checked the alignment before inserting the nail in the femoral canal. T2 alpha nail down in the canal, while attempting the placement of the wire on the femoral neck, this one missed the nail, coming anteriorly. The surgeon extracted the nail and checked alignment again, this was successfully done. The surgeon reinserted the nail in the femoral canal, place the wire in the inferior hole, and then proceed to drill the proximal hole. The screw missed the hole again. As a result, the surgeon extracted the nail and changed to gamma system. There was a surgical delay of 52 minutes.

Event description:
The customer reported that they checked the alignment before inserting the nail in the femoral canal. T2 alpha nail down in the canal, while attempting the placement of the wire on the femoral neck, this one missed the nail, coming anteriorly. The surgeon extracted the nail and checked alignment again, this was successfully done. The surgeon reinserted the nail in the femoral canal, place the wire in the inferior hole, and then proceed to drill the proximal hole. The screw missed the hole again. As a result, the surgeon extracted the nail and changed to gamma system. There was a surgical delay of 52 minutes.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: a targeting arm femur pf t2 alpha femur antegrade along with the nail, lag screw and sleeves but without wire for a physical evaluation. The targeter seems to be generally in good condition. No signs of mishandling or other significant signs of damage could be verified. The returned nail exhibits drill marks on the proximal drill holes. Functional inspection: a simulation of a pre-functional check revealed that the device is functional as intended. Therefore, the targeting arm and nail were assembled in combination with returned instruments and the lag screw passed the proximal drill holes as intended; function was given in full and targeting accuracy as intended. Dimensional inspection: correct dimensions were confirmed by above mentioned functional check. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. Pre-supposing that positioning accuracy for drilling was confirmed by pre-operative check performed, which is required per IFU and according to event description ¿the surgeon extracted the nail and checked alignment again, this was successfully done¿ it was concluded that the event was mainly based in the medical procedure. Based on evaluation and due to the fact that a simulation of pre-operative check performed revealed no discrepancies, the root cause was attributed to a user related issue and is rather related to a suboptimal technique during surgical procedure. The operative technique clearly instructs to verify the k-wire positioning in both planes before lag screw drilling. All steps [with counterparts] are described in detail in the corresponding op technique; in particular if the k-wire positioning needs to be corrected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities.